Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Functional testing and pressure testing confirmed a leak in the silicone segment near the upper fitment. The cause of the leak was a pinhole tear near the upper fitment. The origin of this pin-hole was not able to be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of normal saline was noted to be cracked and leaking at the pumping segment after at least 12 hours of infusion. There was no patient harm.